Manufacturer narrative:
No medwatch form was received. A partial lead with only the proximal 12.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
The patient presented to clinic after receiving an inappropriate shock. Interrogation showed multiple charges due to noise. The inappropriate shock induced tachycardia which self terminated. The patient reported hearing a pop when receiving the shock. Non-sustained lead noise reported. Device and lead were explanted and replaced. Patient was stable after the event.